Event description:
This report is based on information provided by philips remote solution personnel and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating prompt that the device is disabled. There was no patient involvement. The device is evaluated remotely. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, philips engineer instructed customer to redo operational check and the product is back in service.